Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72", "defib fault 76", "defib fault 95" and "defib disabled" messages. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.